Manufacturer narrative:
Updated fields - b4, e1 (initial reported name, mail ID, telephone number), e3, g3, g6, h11. Verbiage for h11: due to characterization limit e1: event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) immediately shuts off after being turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer evaluated the unit and was not able to reproduce the issue the customer experienced. All functional and safety test performed.